Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. A trocar valve detaching into the eye and being removed during the same procedure does not pose a potential risk or likelihood or injury if it were to recur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported several weeks ago, the trocar valve flap became detached from the trocar and it was removed from the patient's eye during the same procedure. There was no harm to the patient. This is one of two reports for this surgeon.